Event description:
The mother reported a button error alarm after the insulin pump was dropped in water. Troubleshooting was performed, but the buttons were not responding. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to blank display.